Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that palodent v3 forceps broke during use. No injury occurred.

Manufacturer narrative:
(B)(6) 2023: returned product 1 pair forceps (gen 1) batch a050820 broken at the ¿pin¿ location thus substantiating the customers complaint. Receiving inspection DHR to be evaluated. (Nwv) (B)(6) 2023: incoming retains are kept from the initial batch of 68 samples tested back in (B)(6) 2020 and are no longer available for review (discarded after 6 months per normal procedure). DHR (B)(6) 2023: incoming/receiving documents for lot# a050820 forceps has been pulled, reviewed, and attached to this case. All incoming supplier documentation/certifications meet specifications as well as all visual, dimensional, and functional tests as per 0290-ip-ri-instruments. A total of 3,500 forceps was received on (B)(6) 2020 and aql sampling size for visual inspection was n=29, and functional/dimensional n=68pcs and n=5 hardness testing, with all inspected forceps meeting all specifications per procedure. (Nwv). Root cause: not determined.